Event description:
The date of event is estimated. The info for this event was obtained from a case report published in 2011. Dr (B)(6) performed a total knee arthroplasty procedure on a (B)(6) female with a history of severe osteoarthritis of the right knee, as well as a history of type ii diabetes, obesity and hypertension. The procedure was performed using a (B)(6) closure of the arthrotomy. The subcutaneous layer was closed using a #2 pdo quill knotless tissue-closue device for closure of the arthrotomy. The subcutaneous layer was closed using 2-0 vicryl and the skin was closed with 4-0 monocryl. Three (3) weeks post operative, the pt presented with right knee pain and instability of the knee. Radiography performed indicated a tear of the arthrotomy closure. The pt was taken back to the operating room for a repair and has since healed well.

Manufacturer narrative:
The info for this event was obtained from a case report published in 2011. The item/lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. No samples were available for eval. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's not certain if the technique or placement of the pdo material attributed to this event or possibly the health status of the pt could have been a key factor. However, a definitive conclusion can not be drawn at this time. A company rep will f/u with this surgeon to possibly obtain add'l info. (B)(4). Item# unk, quill knotless tissue closure device, #2 pdo, lot unk.